Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, the customer reported that a power source alert occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.